Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub) measures 5.6cm and the distal section (tubing only) measures 38.2cm. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.

Event description:
The catheter had been in for two days when the tubing separated from the catheter externally, about 1 1/2" from connector. The catheter completely broke in half. Part of PICC was hooked up to the IV pump & the rest was in the patients body.